Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2010 during which the surgeon noted he observed that the mesh had become adherent to the small bowel as well as peritonitis with abscess in the abdomen. The appendix was removed and the abdomen irrigated. A loop of intestine and portion of the mesh was dissected from the anterior abdominal wall with the mesh remaining stuck on the intestine. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/30/2022. Additional b5 narrative: it was reported that the patient experienced pain, obstruction following the surgery.

Manufacturer narrative:
Date sent to the FDA: 2/22/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.